Manufacturer narrative:
Other relevant device(s) are: product ID: 9734775, serial/lot #: unk. Onsite functional and visual examination was performed by a manufacturer representative. The cable was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that upon startup the monitor displayed "no input detected." The site re-seated cables on the monitor, which temporarily resolved the issue.